Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead was oversensing noise that triggered mode switches. The physician attempted to replace the atrial lead but was unable due to patient anatomy. Programming changes were performed to resolve the issue. The patient was in stable condition.